Manufacturer narrative:
While the spring tip fracture was likely caused by contact with the oad as reported by the user, the results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported events could not be conclusively determined. The diamondback 360 coronary orbital atherectomy system instructions for use manual states, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." See MDR 3004742232-2020-00043 for details relating to the oad involvement with the spring tip fracture and perforation. Csi ID: (B)(4).

Event description:
A diamondback orbital atherectomy device (oad) and viperwire were selected for treatment of a lesion in the left circumflex (lcx) artery, which was moderately tortuous and 90% stenotic. Two treatments were administered at low speed with distal-to-proximal approach. The oad made contact with the viperwire spring tip, and the tip of the wire fractured. The spring tip fragment was stented to the vessel wall. The patient was discharged on (B)(6) 2020 without any problems.